Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error 26002 occurred on universal surgical manipulator (usm) #4. Site disabled usm #4 and completed the procedure with the remaining three usm arms. After the procedure, site power cycled the system, but the issue was not resolved. Tse found error 23 in the logs indicating blue fiber cable (bfc) issue. Tse had site perform hard power cycle on the system, but error 319 appeared pointing to usm #4. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where the 319 error was triggered indicating fault on ac_1e node, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards test was found to be failing due to missing acc boards. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. Root cause is attributed to the rolling loop fiber.